Event description:
It was reported that a pubic catheter was placed last friday, and with interstim, the patient was getting significant bladder spasm. The healthcare provider (hcp) believed that because the patient's bladder shrunk and it was getting used to storing urine again, this might be giving the patient spasms. The patient was given medication for the spasms. The patient was able to empty a little bit each time, but still had urine in his tube(catheter). Additional information received noted that the patient was still having concerns regarding their device or therapy but was working with their doctor or representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va08xpt, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).